Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 348 mg/dl. The troubleshooting was performed for the no delivery alarm. The customer reported that issue resolved by reservoir change. The customer was advised the insulin pump will need to be replaced, advised to retrieve and save insulin pump settings and advised to revert to backup plan. The reservoir will be returned for analysis.